Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cardiac catheterization treatment procedure, a guidewire tip detachment and death occurred. The physician was using a buddy wire technique to implant a stent in the lad (left anterior descending artery). This pt2 guidewire was being used in the diagonal artery, another guidewire was being used in the circumflex artery. The physician deployed the stent in the lad without any complications. As the physician was withdrawing the pt2 guidewire from the pt, the wire became lodged in the deployed stent. Approx 5mm of the tip of the guidewire detached from the rest of the device. The physician attempted to snare out the fragment, but was unsuccessful. The procedure was completed as the stent was deployed successfully and there were no pt complications at the time. The pt was reported as doing "fine". The pt died 72 hours post-procedure from cardiogenic shock, acute myocardial infarction, and atherosclerosis. The physician's opinion is that this event did not cause or contribute to the pt's death.